Manufacturer narrative:
Submit date: 1/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states during testing, the buzzer was non-functional.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of buzzer is non-functional. The unit was triaged and the customer¿s reported condition was confirmed. The printed circuit board assembly was found damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.